Event description:
Related manufacturer reference number: (B)(4). It was reported the patient is not receiving effective therapy due to high impedances. Surgical intervention may be pending to address the issue.

Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that the patient had surgery where the leads were explanted and replaced.